Event description:
A facility reported that approx 5 minutes after treatment was initiated, a massive dialyzer blood leak was observed in the dialysate lines but there was no machine alarm. Blood in the extracorporeal circuit was discarded. Estimated blood loss was 250 ml. There was no adverse effect on the pt and no medical intervention necessary.